Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump had cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 74 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. The customer received 2 motor error today and on the 8th within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.